Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, benign tumor, prosthesis folded, feeling the prosthesis a little loose is with a strange format, half oval.

Event description:
A patient reported left side ¿has been feeling pain for two years¿, ¿prosthesis is folded¿, ¿benign tumor¿, ¿pain has been increasing¿, and ¿feeling the prosthesis a little loose is with a strange format, half oval.¿ device remains implanted. The following events are not related to device: "possibility of benign tumor."